Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was the ail pcb (air in line printed circuit board) is out of calibration. The ail pcb has been recalibrated. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a condition of "failure code 810:11". It is unknown when and where the event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.